Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell three. The technical service representative (tsr) explained the alarm. The hp identified that there was an open clamp. The tsr explained that the hc was ending therapy. The care giver would call the hp¿s peritoneal dialysis registered nurse in the morning. The hp would complete therapy manually. The tsr assisted with ending therapy and removing the cassette. The tsr assisted the hp in clearing the alarm. The hp was to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.